Event description:
The customer received questionable ion selective electrode (ise) sodium results on their integra 800 analyzer. The customer provided data for six patients, of which five had discrepant results reported outside the laboratory. The samples were all plasma. The first patient's initial sodium result was 129 mmol/l accompanied by a data flag. The first repeat result was 129 mmol/l accompanied by a data flag. 129 mmol/l was reported outside the laboratory. The customer repeated the sample on another i800, i800-2, ((B)(4)) and the result was 137 mmol/l. The sample was repeated on the i800-2 and the result was 135 mmol/l. The customer issued 137 mmol/l as a corrected report. The second patient's initial sodium result was 128 mmol/l and was reported outside the laboratory. The repeat result from the i800-2 was 136 mmol/l. The third patient's initial sodium result was 129 mmol/l and was reported outside the laboratory. The repeat result from the i800-2 was 137 mmol/l. The fourth patient's initial sodium result was 127 mmol/l and was reported outside the laboratory. The repeat result from the i800-2 was 133 mmol/l. The fifth patient's initial sodium result was 129 mmol/l and was reported outside the laboratory. The repeat result from the i800-2 was 135 mmol/l. The customer considered the repeat results to be correct. It was unknown if any patients were adversely affected by this event. The field service representative found a clogged socket on the mix tower. He cleaned the mix tower socket. For verification, the customer performed a correlation study with the other analyzer with results to the customer's specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.